Event description:
It was reported that this during this implantable cardioverter defibrillator (ICD) implant it was noted that the patient had very enlarged heart and was hard to get sensing anywhere. They were able to get the right ventricular (rv) lead implanted, but had high thresholds and low pacing impedance approximately 280 ohms. The physician was happy with what they got, and decided to use the lead as was. The system remains in-service at this time. No adverse patient effects were reported.